Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report.

Event description:
The device tightness test failed.

Manufacturer narrative:
Investigation outcome: it was reported on the provided complaint form: "release valve defective". There was no patient involvement. Device logs were not provided with this complaint. Attempts were made to request the logs and additional information. Customer received a check valve assembly with obstruction valve (msp161192) as a replacement. However, there was no response after three requests for additional information if replacing it resolved the issue. The complaint may be reevaluated if additional information is received. Complaint is considered as closed.